Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: it was reported prior to an operation it was noted the battery was burnt in the housing. Reportedly there was a problem with opening the lid during the insertion of the battery motor off. There was no adverse effect noted to the patient. Replacement was available and the operation was finished as planned. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.